Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Header bag, carrier tube assembly and polyfoil pouch were returned for analysis. Visual inspection revealed that the deployment sleeve was in the forward lock position and color bands are not exposed. There was a kink noted on the carrier tube assembly near the device sleeve. The bypass tube was still attached at the distal tip of the carrier tube. No other visual anomalies were noted with the returned device. No functional testing was performed due to the kink on the carrier tube assembly. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event was caused while handling or inserting the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was disconnected inside the packaging. The issue was discovered when the device was opened, the device was not used. Another angio-seal device was opened and used.